Manufacturer narrative:
Corrected data: the device was reported as explanted on (B)(6) 2014. Method/results of evaluation: no additional evaluation was performed. Although additional event details were reported and clarified by the patient in a follow up letter, the investigation remains unchanged. (B)(4). This event was not reported to lifecell by the implanting or explanting surgeon as a complaint against strattice. Lifecell received notification of this event from the FDA with voluntary medwatch mw5043452 filed by the patient. Based on the tissue transplant return records (ttrr) for lot s10876, it was confirmed that strattice lot s10876-280 was implanted on (B)(6) 2011 at (B)(6) medical center in (B)(6) for a hiatal/paraesophageal hernia repair. The patient was contacted and provided lifecell with the names of the implanting and explanting physicians. Lifecell made several attempts to obtain additional event details from the explanting surgeon at (B)(6) in (B)(6) associated with the explant surgery and the latest surgery performed on (B)(6) 2015. To date, no additional information has been obtained from centennial thoracic surgical associates. Due to the limited information received, a relationship between the events reported and the strattice, or the surgical technique, could not be determined. Although the device was in place from 2011 to 2014, the strattice as a contributing factor to the events reported could not be ruled out without additional event details. Qa investigation into s10876 resulted in no remarkable findings, including 271 devices distributed with no other complaints reported against the lot and no deviations or nonconformances revealed during processing with impact to the product or patient safety. Lot s10876 met all qc release criteria including mechanical testing with acceptable suture retention results. If additional information is received from centennial thoracic surgical associates, the complaint file will be reopened and a follow up MDR will be filed. Device not returned - explanted in 2014.

Event description:
This report is a follow up report to the original emdr 1000306051-2015-00037 filed on 09/02/2015 to report additional information reported to lifecell by the patient. On 09/21/2015, a certified letter was received from the patient. The letter included more detailed information regarding the events reported in the voluntary medwatch. Strattice was implanted on (B)(6) 2011 during an emergency surgery to repair a hiatal/paraesophageal hernia by dr. (B)(6) at (B)(6) hospital in (B)(6). On (B)(6) 2014 (3 years post op), the patient was returned to surgery at (B)(6) hospital in (B)(6) due to pain and discomfort by dr. (B)(6). Dr. (B)(6) stated the mesh was no longer attached and had become entangled around the patient's esophagus and stomach. As a result of the entanglement, the surgeon removed 50% of the patient's stomach and a portion of her liver in order to successfully extract all of the mesh. On 04/18/2014, the patient was returned to surgery to treat an infection stemming from the 3/26/2014 surgery. The patient was still experiencing acid reflux and discomfort, so on 04/27/2015 dr. John roberts performed an esophogastrodoudenoscopy and dilation. This procedure did not bring the patient relief. The digestive problems persisted. On (B)(6) 2015, dr. (B)(6) performed another surgery including cutting the valve in her stomach. This final surgery has left this patient with nausea and a condition known as "dumping syndrome" (a group of symptoms, including weakness, abdominal discomfort, and sometimes abnormally rapid bowel evacuation, occurring after meals in some patients who have undergone gastric surgery.) The patient scheduled an appointment for a second opinion. In the physician's opinion, there is nothing that can be done other than taking daily medication for symptom relief (which have severe side effects).

Manufacturer narrative:
The onset of post operative complications or event date was not reported. The device was explanted in 2014, the month and day are unknown. The device was reported as explanted in 2014, the month and day are unknown. Method of evaluation: (B)(4). Review of the device history record for lot s10876. Review of the lifecell complaint management system. Results of evaluation: (B)(4). Qa investigation into s10876 resulted in no remarkable findings with no other complaints reported against the lot and no deviations or nonconformances revealed during processing with impact to product or patient safety. As of 09/01/2015, of the (B)(4) devices from lot s10876 released to finished goods, (B)(4) devices have been distributed. Lot s10876 met all qc release criteria including mechanical testing with acceptable suture retention results. (B)(4). This event was not reported to lifecell by the implanting or explanting surgeon as a complaint against strattice. Lifecell received notification of this event from the FDA with voluntary medwatch mw5043452 filed by the patient. Based on the tissue transplant return records (ttrr) for lot s10876, it was confirmed that strattice lot s10876-280 was implanted on (B)(6) 2011 at (B)(6) for a hiatal/paraesophageal hernia repair. The patient was contacted and provided lifecell with the names of the implanting and explanting physicians. Lifecell made several attempts to obtain additional event details from the explanting surgeon at (B)(6) associated with the 2014 explant surgery and the latest 2015 surgery. To date, no additional information has been obtained. Due to the limited information received, a relationship between the events reported and the strattice could not be determined. Although the device was in place from 2011 to 2014, the strattice as a contributing factor to the events reported could not be ruled out without additional event details. Qa investigation into s10876 resulted in no remarkable findings, including (B)(4) devices distributed with no other complaints reported against the lot and no deviations or nonconformances revealed during processing with impact to the product or patient safety. Lot s10876 met all qc release criteria including mechanical testing with acceptable suture retention results. If additional information is received, a follow up MDR will be filed. Device not returned - explanted in 2014.

Event description:
Lifecell received voluntary medwatch mw5043452 from the FDA on 08/10/2015. It was reported by the patient that she had a hiatal hernia repair with implantation of strattice (lot s10876) in 2011. The exact implantation date was not reported. Postoperatively, the device came loose and got tangled around the patient's esophagus and stomach. Surgical intervention was required to treat the patient's condition. The 40% of the patient's stomach was reported as removed. She had two major surgeries following the implantation of strattice mesh. Surgery to remove the mesh was in 2014 and the last surgery was in 2015. The exact dates of surgery were not reported. Based on the tissue transplant return records (ttrr) for lot s10876, it was confirmed that strattice lot s10876-280 was implanted on (B)(6) 2011 at (B)(6) for a hiatal/paraesophageal hernia repair.

Manufacturer narrative:
Follow up #2 narrative: on (B)(6) 2015, the patient's medical records were received via mail. The patient's medical records were thoroughly reviewed by lifecell's global clinical safety. The investigation conclusion has been updated. Lifecell received notification of this event from the FDA with voluntary medwatch mw5043452 filed by the patient. It was confirmed that the post-operative complications experienced by this patient were not reported to lifecell by the implanting or explanting surgeon as a complaint against strattice. Based on the tissue transplant return records (ttrr) for lot s10876, it was confirmed that strattice lot s10876-280 was implanted on (B)(6) 2011 at (B)(6) for a hiatal/paraesophageal hernia repair. The patient was contacted and provided lifecell with the names of the implanting and explanting physicians. Lifecell made several attempts to obtain additional event details from the explanting surgeon: dr. (B)(6) associated with the 2014 explant surgery and the latest 2015 surgery. No information was released. The patient requested that her medical records be released to lifecell but the hospital declined to release the records to a third party and would only release the records to the patient herself. Qa investigation into s10876 resulted in no remarkable findings, including (B)(4) devices distributed with no other complaints reported against the lot and no deviations or nonconformances revealed during processing with impact to the product or patient safety. Lot s10876 met all qc release criteria including mechanical testing with acceptable suture retention results. Upon receipt of the patient's medical records, the investigation was reopened. The patient's medical records were reviewed by global clinical safety. Based on the medical record review, there is no evidence to support the allegation that strattice tore away from the sutures and wrapped around the stomach leading to gastric resection. The operative notes do not mention the presence of strattice, nor is there any documented evidence that the strattice tore, or pulled away from the sutures. There was no description of esophageal erosion, nor is there mention of the strattice entrapping the stomach. Lifecell has determined that the medical records do not support any relationship between the strattice and the events reported. Device not returned - explanted in 2014 .

Event description:
This report is a follow up report #2 to the original emdr 1000306051-2015-00037 filed on 09/02/2015 and the follow up report #1 filed on 10/9/2015 to report the receipt of the patient's medical records.

Manufacturer narrative:
Follow up #3 narrative: on 06/10/2016 a letter was received from the patient in disagreement with the investigation conclusion. Medical records were attached which included evidence of the implantation of strattice (B)(4) 10 x10 cm device, discharge summary report from (B)(6) 2014 for the surgery performed on (B)(6) 2014, operative report from (B)(6) 2014, discharge summary report for the admission to the hospital on (B)(6) 2014, discharge summary report for the admission to the hospital on (B)(6) 2014, discharge summary report for the surgery performed on (B)(6) 2015, and a letter signed by dr. (B)(6) (the explanting surgeon) documenting that the placement of the mesh caused much of her problems. It should be noted that based on the duplicate medical records, there is still no evidence to support the initial allegation that strattice tore away from the sutures and wrapped around the stomach leading to gastric resection. The operative notes do not mention the presence of strattice other than including reference to mesh excision and foreign mesh material associated with fibrosis and chronic inflammation during the surgery on (B)(6) 2014. The discharge summary from the (B)(6) 2014 lists in the surgery notes/history of present illness: noted history of a hiatal hernia with disrupted mesh after placement. The mesh had been removed and she underwent partial gastrectomy with hernia repair in the past. As stated in the letter from dr. (B)(6), the need to resect part of her stomach was due to a wound infection that developed post-operatively (after the strattice was already removed). The strattice was noted as being removed on (B)(6) 2014, while the wound infection was diagnosed during her hospitalization from (B)(6) 2014 where it was recommended that the patient undergo further surgical intervention for the wound infection. No operative report was received for the stomach resection in 2014. It was reported in the letter from the surgeon that following the resection of part of her stomach, her stomach still did not function properly, and she required a pyloroplasty in (B)(6) of 2015 to allow her stomach to empty. No complaint was reported to lifecell by this physician following the explantation of strattice or following any of her surgeries or hospital admissions. The patient was returned to surgery 3 years after the implantation of strattice for a recurrent hiatal hernia. During that revision surgery, the patient also underwent lysis of adhesions, wedge gastroplasty, nissen fundoplication, pyloromyotomy, gastostomy and omentectomy. It was noted in the operative report that this procedure was extremely difficult due to the following factors and previous failed laparoscopic nissen fundoplication and morbid obesity. Updated conclusion of this investigation: it could not be determined if the surgical technique of the implantation was a factor in the noted disruption of the mesh. The strattice as a contributing factor to the recurrent hiatal hernia 3 years after implantation could not be ruled out, but there is no evidence to support that strattice caused or contributed to this patient's post-operative complications following the lysis of adhesions, wedge gastroplasty, nissen fundoplication, pyloromyotomy, gastostomy and omentectomy on (B)(6) 2014 where the strattice was explanted, the post-operative wound infection that lead to resect of the patient's stomach in (B)(6) of 2014, or the wedge gastroplasty and wedge resection of left lateral segment of the liver to treat gastroparesis on (B)(6) 2015. Patient factors including her extensive surgical history and morbid obesity can directly affect patient outcome. As indicated in the IFU, recurrence of the tissue defect is a potential adverse event associated with surgical mesh materials and their implantation procedures. The distribution and implantation for lot s10876 was re-run and another query for other complaints against the lot was performed on 6/21/2016. The results reported in the initial MDR remain unchanged. Qa investigation into s10876 resulted in no remarkable findings, including (B)(4) devices distributed with no other complaints reported against the lot and no deviations or nonconformances revealed during processing with impact to product or patient safety. Lot s10876 met all qc release criteria including mechanical testing with acceptable suture retention results. No further actions are required. Device not returned - explanted in 2014.

Event description:
This report is a follow up report #3 to report the receipt of another letter from this patient on 06/10/2016 which included a letter signed by dr. (B)(6) (the surgeon that explanted the device on (B)(6) 2014) and duplicate select pages from the patient's medical records. The medical record pages received were duplicates of the records received on 11/23/2015 and did not contain any new medical information associated with the events reported.